Event description:
The iab leaked and the iab was removed. No second iab was inserted. [Event complications]: unk-reported 3/24/98; none-rpt'd 5/4/98. [Pt's current status]: stable-rpt'd 5/4/98.

Manufacturer narrative:
Eval: underwater lwak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 5/21/98).